Event description:
It was reported that a capture anomaly was noted. During multiple attempts, the helix could not be extended or retracted. Lead damage suspected. The physician chose not to implant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.